Event description:
Reportable based on device analysis completed on (B)(4) . It was reported that the device could not cross lesion. The 6mm x 2.75mm in diameter, 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the device could not cross the lesion. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure. However, device analysis revealed that the shaft was completely broke.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was returned in two pieces. There was a complete shaft break present at the distal the end of the strain relief. A visual examination identified that the balloon folds were in a wrapped state and had not been subject to positive pressure. There were no issues noted with the balloon material. All blades were securely bonded and no damage to the blades were noted. All blades were intact within their pads and fully bonded to the balloon material. Hypotube profile: a visual and tactile examination of the hypotube identified a multiple hypotube kinks. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident.